Manufacturer narrative:
The customer biomed troubleshot the issue with ge healthcare technical support. The reported issue could not be reproduced, but solenoid 1 was replaced due to intermittent failure of the ventilation verification test. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported patient oxygen saturation level was dropping while on ventilator. There was no report of patient injury.